Event description:
It was reported that while pt was having a biopsy on the left temple (same side as lead -- left stn), the pt felt a tingling down the right arm. Once the cautery stopped, the tingling subsided. The biopsy indicated that further treatment was necessary. It was recommend that radiation would be a better choice and the radiation beam should be directed away from the device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).